Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.8, lab: 3.4. Date: 2008, inratio: 3.8, lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev.2 the inratio and lab values are within the confident limit. The caller also repeated test with inratio meter. The results are as follows: 2.8, 3.8, average: 3.3, stdev: 0.71, %cv: 21.43. As per internal procedure rev.2 the %cv is greater than 20%, the criterion is not met. The product will be investigated.